Manufacturer narrative:
Investigation into this event showed that dilution of the initially negative sample yielded a positive result, indicating the presence of an interfering in the sample. The root cause of the event is an unk interferent in the pt sample.

Event description:
A customer observed a false negative ahbc result for a pt sample tested on the eciq analyzer. The negative result was not reported. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.